Event description:
It was reported that a patient underwent a vaginal birth and episiotomy on (B)(6) 2026 and suture was used to close the wound intracutaneously. During the procedure, the needle came loose of the suture wire while it was inserted into the perineal tissue. It then disappeared into the underlying tissue. The needle could not be found by palpating the perineal tissue, therefore the patient needed an x-ray of the pelvic floor to see if the needle was indeed present. This x-ray showed that the needle was stuck inside the patient. Therefore she needed to go to the or. She needed to go under general anesthesia. The remaining sutures were all removed and after this, by the help of radiology screening, the needle could be found. The episiotomy wound was repaired again. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: list any j&j products that were utilized during the case but did not contribute to the reported event. Ethicon vicryl 2-0, ethicon vicryl 2-0 rapide . Was there any reported patient or user harm? Yes . Did the patient/user require any medical or surgical intervention as a result of the event? Yes. Description: the patient needed multiple x-rays, a re-surgery and general anesthesia. Also the wound needed to be repaired again. Did the patient/user require extended hospitalization as a result of the event? No. What is the patient¿s/user¿s status/outcome following the event? She struggles psychologically, difficulties understanding why this happenend. She also needed extra check-ups do to pelvic floor complaints. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? Were any concomitant procedures performed? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What instruments were used to grasp the needle? Where was the needle grasped during use? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Will product be returned? If so, please provide the return date and tracking information.